Event description:
It was reported the patient experienced a jolting sensation when their device was off. It was noted the issue occurred once or twice a night, once or twice a month. It was reported a bad lead was the cause and the entire system was replaced. It was noted the replacement was a year after the start of the jolting.

Manufacturer narrative:
Concomitant products: product ID 377860, lot # v011672, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type lead; product ID 377860, lot # v011672, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type lead. (B)(4).